Manufacturer narrative:
Device evaluation did not show any malfunction. Review of the treatment plan shows that is implant #9 was planned close to the nasopalatine nerve. It is probable that drilling proximate to the nerve may have triggered a reaction from the patient.

Event description:
Doctor used the guide to place implant number 9 and said when he went down to depth with the 26mm drill, the patient almost jumped out of the chair. When he measured the site with a probe, drill depth was more than planned on the final plan. Doctor stopped short than planned and placed the implant #9 in successfully.